Manufacturer narrative:
Additional information: d6a - date of implant mar 3, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced loss of consciousness on (B)(6) 2021 and was brought to the hospital for an emergency check. The clinician questioned whether the pacemaker's hysteresis mode had come on its own. The clinician was also concerned that although post implant the vvi mode was set at 45, the rate was at 35 leading to the ventricular autocapture (vac) coming on and hysteresis coming on its own. Session records on the programmer were reviewed and it was found that the vac was set on (B)(6) 2021, a week after implant and hysteresis setting was off but on (B)(6) 2021 vac was turned off once and set to on again but the hysteresis was not returned to off and the session was finished while the hysteresis was on. The error was made by a clinician as no representative was present. This was communicated to the clinician. It was also recommended that a vvi setting of 45 not be used as it was a low pacing rate and more appropriate settings were available.